Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's step father reported via telephone call that the customer had high blood glucose and the insulin pump had alarmed for no delivery. The blood glucose reading was 588 mg/dl. The customer was treated with a manual injection. The drive support cap appeared normal and recessed. The bolus history displayed all entries based on the customer's recollection. The insulin pump passed the high pressure test. The no delivery alarm did not occur during the manual prime. The alarm was resolved by an infusion set change. The caller was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.